Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent auto off alarms occurred. Customer alleged that there had been interaction prior to alarm. The customer¿s blood glucose (bg) level was above 600 mg/dl with high ketones. Elevated blood glucose was address with manual injection. Review of pump data confirmed that the customer did not interact with the pump within 12 hours of the alarm; however, the customer continued to allege that the alarm was not declared appropriately.